Event description:
The following was reported to gore: a patient received a gore® viatorr® tips endoprosthesis with controlled expansion for a transjugular intrahepatic portosystemic shunt (tips) procedure for hydrothorax. It was reported the case has become somewhat complicated. The physician placed the viatorr® stent originally and balloon dilated it to 10 mm. The patient seemed to do well after the procedure and the hydrothorax was much improved, but eventually the patient developed hemobilia, and was found to have a communication between the portal vein and the biliary system at the uncovered portion of the viatorr® stent. Consequently, an 11x39 gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was deployed, overlapping with part of the uncovered portion of the viatorr stent. The hemobilia was fixed, however, later on the patient was found to have new bilomas. After some drain placements and exchanges, it was found that the viatorr® stent and vbx stent had compressed a small bile duct. The compressed duct was crossed with a biliary drain. The physician stated that one option is to dilate the duct with balloon angioplasty (6 mm) and serial drain upsize. The concern with balloon dilatation is crushing and deforming the adjacent tips stent, which now consists of a viatorr plus a vbx stent.

Manufacturer narrative:
Additional patient and device information was requested, but was not provided. H6 code e1107 used for hemobilia. Imaging evaluation: image shows a gore® viatorr® tips endoprosthesis is implanted. The stent pattern is less defined, thereby, suggesting the presence of another device. This device appears to be a gore® viabahn® vbx balloon expandable endoprosthesis. Image shows a biliary drain is present. Cannot confirm a compressed bile duct without contrast on the available image. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.